Event description:
Superdimension was notified of a pt death on (B)(4) 2013. Subsequent information received from hospital site on (B)(4) 2013 stated the superdimension case was completed on (B)(6) 2013 which resulted in successful marker placement. There were no reported complications and the pt was discharged. Pt returned to the hospital approximately three days following the superdimension case for treatment of dehydration. A CT scan determined the pt was found to have a pneumomediastinum and blood cultures determined the pt had strep. The hospital treated the strep and discharged the pt. The pt expired at home on (B)(6) 2013.

Manufacturer narrative:
The treating physician indicated that usage of the superdimension system and markers were not related to pt's death. The physician reported that the pt's health may have contributed to the cause of death. An autopsy was not performed. Although a device was not returned for evaluation, pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy of CT-guided percutaneous biopsy. Pneumothorax is also a known complication of damaged lung tissue due to underlying disease such as cancer and emphysema.